Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The shell and valve were noted to be discolored, and were bluish in color, consistent with the use of methylene blue. A grease-like substance was observed on the outer surface of the shell. Fluid and black particles were noted on the inner surface of the shell. An air leak test was performed, and noted three openings in the device shell. Under microscopic analysis, three striated openings were noted, consistent with damage from a surgical tool. Non-penetrating nicks were observed on the outer surface of the shell. A valve test was performed, and no blockage or resistance to flow was noted.

Manufacturer narrative:
Medwatch sent to FDA on 02/26/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "started to urinate with a blue color." The device has been explanted.